Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia, on fixation of the mesh, the reload was difficult to load but was used in the patient. No injury.